Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2019. Concomitant medical product: vanguard ssk interlok femoral, catalog #: 183302, lot #: unk; unknown biomet bearing, catalog #: unk, lot #: unk; unknown biomet tibial tray, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01770, 0001825034-2019-01781. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent an initial knee procedure. Subsequently, the patient alleges that a manipulation procedure was performed on an unknown date; however, there has been no relief. Further the patient alleges continuous pain and a limp.